Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after the 60 minute warm up period. The customer further reported he was not able to monitor his blood glucose and subsequently experienced ¿low sugar¿. He self-presented to a hospital where he was diagnosed with hypoglycemia and indicated receiving unspecified hcp treatment, however, no further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. (B)(6). The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message on his adc freestyle libre sensor after the 60 minute warm up period. The customer further reported he was not able to monitor his blood glucose and subsequently experienced ¿low sugar¿. He self-presented to a hospital where he was diagnosed with hypoglycemia and indicated receiving unspecified hcp treatment, however, no further details were provided. There was no report of death or permanent injury associated with this event.